Manufacturer narrative:
The lead was returned due to unable to implant. As received, a complete lead was returned in one piece. Visual and x-ray examination did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts

Event description:
It was reported that the lead could not be implanted due to suspected malfunction. No adverse consequences were reported. Additional information was requested but was not available.